Event description:
On (B)(6) 2022: atrial unipolar lead impedance 190 ohms. On (B)(6) 2022: atrial unipolar lead impedance 190 ohms. Atrial events appear to be falling in blanking/refractory at times possibly triggering at/af device classified termination of at/af event in progress (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).